Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal

Event description:
It was reported that the patient presented to the clinic complaining of "not feeling well". The lead exhibited elevated thresholds and had dislodged. The lead was explanted and replaced.